Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, a chest x-ray showed that the left ventricular lead dislodged and pulled back into the right atrium. The lead was explanted and replaced. The patient is a participant in the product surveillance registry. No patient com plications have been reported as a result of this event.